Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: neu_silicone anchor, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: accessory. Product ID: neu_silicone anchor, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a fall on (B)(6) 2017, which caused abdominal wall and vaginal stimulation. Their system was removed and replaced on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977c165 , serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID neu_siliconeanchor, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type accessory. Product ID neu_siliconeanchor, implanted: (B)(6) 2016, explan ted: (B)(6) 2017 product type accessory.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2017. The hcp reported that the patient had an office visit on (B)(6) 2017 for evaluation. The hcp reported that the patient underwent thoracic x-rays to assess lead position and a manufacturer¿s representative (rep) analyzed the device. The hcp reported that the patient underwent a spinal cord stimulator (scs) revision with replacement of the paddle lead on (B)(6) 2017. The hcp reported that the issues had been resolved following the revision surgery on (B)(6) 2017. No further complications were reported.

Event description:
Patient weight was provided by the physician on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomalies and the stim ins battery had reduced capacity due to overdischarge. Analysis identified that the implantable neurostimulator (ins) is functioning within specifications but has reduced capacity due to {x} overdischarge{s}. The ins had no telemetry and no output when it was received for analysis. A normal recharge started after {x} physician mode recharge{s} (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. The ins passed the final functional test on the automated test console. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs referenced to the {} electrode. The ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined that no telemetry was observed with an n'vision clinician programmer. Section d references the main component of the system and other applicable components are: product ID (B)(4) (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2017 product type lead product ID neu_siliconeanchor unknown implanted: (B)(6)2016 explanted: (B)(6)2017 product type accessory product ID neu_siliconeanchor implanted: (B)(6)2016 explan ted: (B)(6)2017 product type accessory. If information is provided in the future, a supplemental report will be issued.